Event description:
On 02/05/2010, pt reported having high blood sugar readings since (B) (6) 2010. Pt reconnected to her infusion device after taking a shower and noticed her blood glucose was 579 mg/dl and attempted a bolus of 20.0 units of insulin to correct the elevated blood glucose but the infusion device displayed at e4 (occlusion) error. After troubleshooting the error, the pt was able to complete her correction bolus. Pt reported she experienced a stressful day today which may have contributed to the elevated blood glucose reading. Pt stated she noticed a large air bubble in the cartridge. Had her disconnect the infusion tubing from the infusion set, prime until no air was visible in the cartridge or tubing, reconnect the tubing to the infusion site and place the infusion device in run mode. Pt reported she changed her cartridge on (B) (6) 2010 and her blood glucose has been elevated since (B) (6) 2010. Pt stated she believes the air bubble may have occurred during the cartridge change process because she hurried through the process. Pt reported, she attached the tubing to her infusion site before connecting to the infusion device. Educated pt on connecting the tubing to the cartridge before connecting to the infusion site. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.